Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell 4 of 6 was not confirmed as the sample was not available for evaluation. The cause of this incident was determined to be use error. The label review found the patient at home guide to be adequate for the use error in this incident. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 and 2367; which occurred on the homechoice during use, during dwell 4 of 6. The registered nurse (rn) stated that they had found the supply bags were removed and the supply lines were left unclamped, and just hanging. The baxter technical service representative (tsr) had the rn close all clamps including the patient line clamp. They cycled the power to clear the alarm. The rn would do manual exchange to empty the patient and notify the doctor for clinical instructions. The hc was reset and the rn would do a manual exchange. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.